Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose was 400 mg/dl. Reportedly, a supply change was performed resolving the occlusion alarms. System check could not be performed as the issue occurred in the past.